Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite gastrointestinal videoscope had a failure of the air and water supply part. There were no reports of patient harm. During evaluation of the returned device, it was found that there were foreign objects in the nozzle and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, it is unknown if there was a delay in the start of pre-cleaning, it is unknown if there were any abnormalities in the accessories used for reprocessing, it is unknown if the customer immersed the endoscope in detergent solution, it is unknown if they wiped the air/water nozzle with clean lint-free cloths/brushes/sponges, it is unknown if they flushed the nozzle with detergent solution, they did flush air and water nozzle with water and air. The device was returned and evaluated, and the customer¿s allegation of failure of the air and water supply part was confirmed. Device evaluation found that due to clogging of nozzle, air and water supply volume did not meet the standard value. In addition to foreign objects in the nozzle finding, the additional evaluation findings are as follows: due to clogging of nozzle, water removal ability did not meet the standard value, due to a pinhole on bending section cover, water tightness was lost, plastic distal end cover had a scratch, adhesive around light guide lens was peeled, objective lens had a scratch, adhesive around objective lens was peeled, protector of universal cord on suction connector side had a scratch, scope connector cover unit had a scratch, suction connector had a scratch, universal cord had a scratch, grip had a scratch, connecting tube had a scratch, scope cover had a scratch, paint on suction cylinder was peeled, forceps elevator lever had a scratch, forceps elevator knob had a scratch, up and down knob had a scratch, right and left knob had a scratch, control unit had a scratch, due to wear of angle wire, the play of up and down knob was out of the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to a pinhole on channel tube, water tightness was lost, switch box had a scratch, and due to a scratch on objective lens, the image had dark area partially. Based on the results of the investigation, a definitive root cause of the foreign material that remained in the device could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected and prevented in accordance with the following instructions for use. The instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.